Event description:
It was reported that the left ventricular (lv) lead had no capture at the maximum output due to lead dislodgement. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # (B)(4). The full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: d314trg implantable biv defibrillator 2011-(B)(6), 6947 implantable defib lead 2011-(B)(6), 4470 competitor impantable pacing lead 2007-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.